Manufacturer narrative:
Other text: the following information was updated: event date is (B)(6) 2021. Patient details. No patient injury.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no damage. Event history log review was performed and found evidence of reported problem. Visual inspection and check ehl were performed. The customer's problem regarding lost data was duplicated. According to the investigation, the pump was charged for 10 days due to a depleted internal battery. No further problem found, and no other repairs needed. The problem source of the reported problem is depleted internal battery.

Event description:
Information was received that this smiths medical cadd solis vip pump experienced data lost. No adverse effects were reported.